Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the bearings were damaged due to inappropriate cleaning and/or maintenance. Additionally, the functional testing revealed that the device did not operate properly and error code for the handpiece lock engaged also was displayed and water damaged was noted. Device was inspected, and repaired by replacing a few components.

Event description:
Customer reported that the device was repaired only 3 months ago, however it was return for repair again because the console still displays the error code for fault in handpiece. This is report 1 of 1 for (B)(4).